Event description:
This rv lead screw tip came through the heart and caused a pericardial effusion. Patient was complaining about it for a few months until it was discovered. Physician thinks it was during the initial implant. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.